Event description:
The plaintiff was implanted with an ams sparc sling on (B)(6) 2007. It was alleged by the plaintiff's attorney that the, "product has caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff, "continues to suffer from dyspareunia, pelvic pain, back pain, urinary tract infections, and continued incontinence."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.